Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x10mm eccentric lesion being treated was located in the mildly tortuous, non-calcified distal circumflex (cx). The lesion was predilated with a 2.0mm maverick balloon. When the physician was passing the 2.5x12mm promus element stent through the unknown .014 guide catheter stent damage was identified. The procedure was completed with another 2.5x12mm promus element stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Two struts on the first row from the proximal end were raised distally. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Kinks were present along the inner lumen. This type of damage could be caused by excessive force being applied during guidewire removal. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x10mm eccentric lesion being treated was located in the mildly tortuous, non-calcified distal circumflex (cx). The lesion was predilated with a 2.0mm maverick balloon. When the physician was passing the 2.5x12mm promus element stent through the unknown .014 guide catheter stent damage was identified. The procedure was completed with another 2.5x12mm promus element stent. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device.